Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 250 units of insulin during the load sequence. Additionally, a cartridge alarm occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level ranged between 120-300mg/dl.